Manufacturer narrative:
Device evaluation: physical analysis of the returned mesh assembly revealed that the solid blue dilator was broken into three pieces. In addition, the needle is still attached to the lead suture. A capio device was not received for analysis. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. A review of the directions for use indicates the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
The device has not been received for analysis. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior apical pelvic floor repair kit, the physician threw the mesh leg assembly through the sacrospinous ligament. As the physician was pulling the mesh leg assembly through the ligament, the suture (with the needle at the end) detached at the junction between the dilator and the suture. Reportedly, the suture (with the needle at the end) detached outside of the patient. The physician completed the procedure with another pinnacle anterior apical pelvic floor repair kit with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior apical pelvic floor repair kit, the physician threw the mesh leg assembly through the sacrospinous ligament. As the physician was pulling the mesh leg assembly through the ligament, the suture (with the needle at the end) detached at the junction between the dilator and the suture. Reportedly, the suture (with the needle at the end) detached outside of the patient. The physician completed the procedure with another pinnacle anterior apical pelvic floor repair kit with no complications to the patient, who is reportedly "fine" post-procedure.